Manufacturer narrative:
The complaint of leakage on the burette's upper lid could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have generated a leak, of an unspecified medication, during patient use. The reporter stated, "leakage on burette upper lid.¿ the quantity affected is 1 and the sample is available for return. A spill kit was used to clean up the spill. There was no other physical damage noted. The tubing was replaced and therapy resumed without any further issues. There was patient involvement but no one was harmed in the event.